Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis; however, it was reported that the device was successfully pre-flushed prior to the procedure, which indicates there was no blockage in the lumen before insertion into the anatomy. Factors that can contribute to lack of/slow device marking include, but is not limited to, under insertion and/or improper insertion angle. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after an atherectomy and stenting procedure in the superficial femoral artery (sfa). The marker lumen of the proglide device was pre-flushed with saline prior to use. Reportedly, after the proglide device was inserted, no bleeding was observed at the marker lumen. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.